Event description:
It was reported that after an appropriate shock, the patient received several inappropriate shocks due to oversensing of noise on the ventricular lead. Lead fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.